Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance, with a measured value of approximately 128 ohms and a previously reported value of 106 ohms. The programmed upper alert limit was set at 150 ohms. Review was requested to assess the significance of the alert. Technical services (ts) evaluation identified that a single measurement of approximately 150 ohms was recorded. It was noted that shock impedance values demonstrated a gradual increasing trend, with an average impedance of approximately 125 ohms over the previous period. Ts indicated that while a single elevated measurement triggered the alert and audible beeper, the overall trend remained below the alert threshold. Continued monitoring of shock impedance via remote follow up was recommended. Additional recommendations included patient contact to address the audible alert and consideration of programming adjustments as appropriate. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.